Event description:
It was reported that the duodenovideoscope experienced too much pressure on the yellow channel. The event occurred during reprocessing. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in air/water channel. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Additionally, based on the results of the investigation, it is likely the following led to the malfunction: too much pressure on the yellow channel due to clogged air/water channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.